Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter began testing in memory mode on the morning of (B)(6) 2018; she indicated that the meter only showed previous results. The patient manages her diabetes with levemir insulin and metformin oral medication. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that later that day, she developed symptoms of ¿sweating, tingling and numbing on the face¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked her through a retest. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweating, tingling and numbing on the face, after the meter began testing in memory mode.